Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The bulkhead connector was returned to the manufacturer. Functional testing found that the component had bent and broken leads. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (rep, hcp): medtronic received information regarding a navigation device being used outside of a pro cedure. It was reported that the system had a damaged bulkhead connector. The site could see that the threads on the inside of the bulkhead were bent. The site switched to usb to load their exams. There was no patient present when this issue was identified.